Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the all keypad buttons were under-responsive and there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/07/2014 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the keypad flex cable and connector. Unrelated to the complaint, a battery compartment crack was discovered. Leak testing revealed a battery compartment leak. Moisture was evident behind the display lens. Moisture was observed on the display flex cable.